Event description:
It was reported during the prime process insulin squirts out of the insulin pump. The blood glucose reading is 89 mg/dl. The insulin alarmed during the prime process. During troubleshooting, it was discovered that the insulin pump may not respond to an occlusion properly. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.